Event description:
The patient's father reported that the pump history contained punctuation marks instead of numeric values.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation of the pump history confirmed the complaint which could not be duplicated; the pump was found to be operating within required specifications and delivery accuracy.